Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. CAPA#1379444 was initiated.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: details of incident / nature of device defect test: the issue seems to be a failure of the none return valve at the injection port site causing back flow and blood/fluid loss. Details of injury (to patient, carer or healthcare professional): blood loss, fluid loss and drug loss to the patient. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): patients recannulated at a different site. Reported to the supplier. The supplier provided a response related to their sterilisation process. We have since had 3 further reports of the same issue occurring and have reported this to the supplier again. The latest two incidences were today.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: details of incident / nature of device defect test: the issue seems to be a failure of the none return valve at the injection port site causing back flow and blood/fluid loss. Details of injury (to patient, carer or healthcare professional): blood loss, fluid loss and drug loss to the patient. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): patients recannulated at a different site. Reported to the supplier. The supplier provided a response related to their sterilisation process. We have since had 3 further reports of the same issue occurring and have reported this to the supplier again. The latest two incidences were today.